Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure, the physician used a rapid transit microcatheter for support and to exchange guidewires. During the procedure, it appeared that unraveled wire was coming from the lumen of the microcatheter. The microcatheter was removed successfully from the patient without any problem. Another microcatheter was used to complete the procedure successfully. The residual stenosis was not provided. There was no reported patient injury.

Manufacturer narrative:
The target lesion was the right superficial femoral artery. The lesion was reported to be: heavily calcified, moderately tortuous, and a 100% stenosis. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use and with no problems noted. A non-cordis guiding catheter and a st. Jude astato guidewire were used during the procedure. There was no reported problem advancing the microcatheter through the guiding catheter. No additional information is available. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13470639 revealed no anomalies during the manufacturing and inspection process that can be associated with the reported complaint. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No excursions were found for lot 13470636.